Manufacturer narrative:
D5;h4: information not provided by affiliate. H6; evaluation code #400(other): damaged firing mechanism.

Event description:
The device was used during a low anterior resection. It was reported by the rep the surgeon could neither staple or cut. Same result occurred after he had changed the cartridge. The surgeon finished the procedure by using a new instrument. Dr. Had to extend incison. Reload cartridge also being returned.